Event description:
Approximately around (B)(6) the line was blocked and leakage noted below the bifurcation.

Manufacturer narrative:
A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Approximately around (B)(6) the line was allegedly blocked and leakage noted below the bifurcation.

Manufacturer narrative:
Due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. No product returned for evaluation.